Manufacturer narrative:
A patient experienced a wound healing issue was reported to abbott. It was determined the patient underwent a system replacement, an ulcerated wound at the midline incision site was observed. The area was tested as a precaution. The case of system replacement completed as planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: t00005810.

Event description:
A report was received with product return on [related manufacturer reference number:1627487-2026-00609]. The details indicated that at the time of the procedure for system replacement, (B)(6) 2026, an ulcerated wound at the midline incision site was observed. The area was tested as a precaution. The case of system replacement completed as planned. It cannot be determined which lead contributed to the event.